Event description:
Arthritis [arthritis]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011, from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis (osteoarthritis grade iii). The patient's medical history was significant for the use of synvisc (hylan g-f 20) twice before, first course on (B)(6) 2011 and second course on (B)(6) 2011. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f 20) injection of 2 ml, once per week, in an unspecified location. The synvisc lot number was not provided. Later that night, the patient developed arthritis. On (B)(6) 2011, the event of arthritis recovered. Action taken with synvisc was not provided. The concomitant medication included alendronate sodium hydrate tablet, orally at a dose of 35 mg. Once per week. The intensity for the event of arthritis was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probably related. Additional information was received on (B)(6) 2011, which made the case serious. The patient's demographics were updated. Grade of gonarthrosis was updated to grade IV. On (B)(6) 2011 (prior to the first injection of third course), it was reported that the patient had no disease which might have induced infection such as skin infection around the injection sites or internal joint infection. However, she had severe inflammation symptom with fluid retention in both knees prior to the injection. Therefore, hyaluronate sodium (other drug) was injected and 25 ml of joint fluid was aspired. After sterilizing the injection site with iodine, she received synvisc injection into external suprapatellar pouch of both knees. At night, arthritis with pain and swelling developed in whole areas of both knees. On (B)(6) 2011, yellow opacity joint fluid was aspired. The culture test performed on the fluid was negative. Treatment with lidocaine hydrochloride and betamethasone sodium phosphate was given. The therapy with synvisc was discontinued. The patient's outcome for the events of joint effusion was not provided. The intensity for both the events was not provided. The relationship between synvisc and the event of joint effusion was not provided by the reporting physician. Additional information was received on (B)(6) 2011, in form of qa (quality assurance) investigation results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.